Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a communication issue. A field service engineer confirmed that the customer resolved the issue by rebooting the station. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a communication issue, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.